Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the cause of the observed condition was found to be faulty dc-dc converter, no new formal investigation is required, the event will be included in trending and monitoring. Medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that upon installing the 980 ventilator, the exhalation valve generated a noise when the ventilator was powered on in service mode. It was additionally noted that there were diagnostic codes displayed in the ventilator memory logs (exhalation subsystem test failure and inspiratory subsystem test fail) the medtronic field service engineer replaced the direct current (dc) - dc converter board. The dc-dc converter board was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and it was observed that component c83 had slight thermal damage. The most likely cause was a c83 electronic component failure on the dc-dc converter board. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field. However, all finished product testing requirements were deemed acceptable. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon installing the 980 ventilator, the exhalation valve generated a noise when the ventilator was powered on in service mode. It was additionally noted that there were diagnostic codes displayed in the ventilator memory logs (exhalation subsystem test failure and inspiratory subsystem test fail). There was no patient involvement with the reported event.